Event description:
The patient contacted animas alleging that the pump button(s) were scrolling. It is unclear and unknown if a button was sticking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.